Event description:
It was reported readings >4000 ohms on some of the bipolar pairs. On (B)(6) 2011; at 1.0v and pw of 180; 0-1, 0-2, 1-2, 1-3 were >4000. On (B)(6) 2011; at 1.0v and pw of 150: c-0, 0-1, 0-2, 1-2, 1-3 and 2-3 were >4000. At 1.0v and pw 300, the impedances were as follows: c-0= 1645, c-1= 1593, c-2= 1593, c-3= 801, 0-1= >4000, 0-2= <4000, 0-3=2124, 1-2= 3168, 1-3= 1758, 2-3= 1758. For all programs the pt was feeling stimulation and therefore, not suspected that it was a system issue. It was reported that the pt thought the device had stopped working. Add'l info has been requested, but was not available as of the date of this report.